Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained. Additional information was received that it was physician's preference to remove the ipg. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant procedure due to an unknown reason. No further information could be obtained. Additional information was received that it was physician's preference to remove the ipg. The explanted device was not returned.